Event description:
It was reporter that the procedure was performed to treat a lesion in the left circumflex (cx) coronary artery, with moderate calcification, mild tortuosity and 90%stenosis. After pre dilatating the vessel with a 2x8 mm semi compliant (sc) balloon, the 3x48mm xience xpedition stent delivery system (sds) was used at 16 atmospheres via radial approach. A proximal edge dissection was noted after the fluoroscopy in the proximal end of the sds. Another xience xpedition stent was used to treat the dissection and complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.